Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8079077. Our records show that this is the second instance of a damaged package occurring in this batch of intima-ii. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample returned to our facility, clearly exhibited signs of deformation due to shrinkage. The root cause for this issue, is high temperature and high humidity exposure during key portions of the manufacturing, transportation, and storage of the device; we are currently in the process of identifying packaging materials with a higher heat tolerance to incorporate into or manufacturing process, this will help prevent the reoccurrence of this issue.

Event description:
It was reported that 33 of the bd intima-ii¿ closed IV catheter systems seemed to have "a liquid in it, just like it burned" due to atomized deformation of the outer packaging.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 33 of the bd intima-ii¿ closed IV catheter systems seemed to have "a liquid in it, just like it burned" due to atomized deformation of the outer packaging.